Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument for failure analysis evaluation. However, as of the date of this report, the evaluation has not been completed.

Event description:
It was reported that during a da vinci-assisted simple transabdominal prostatectomy procedure, the tip of the force bipolar instrument was getting caught in tissue. There was no indication of tissue being caught within the instrument's jaws, nor was any patient injury reported. The procedure was successfully completed robotically. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Updated sections: h2, h3, h6, h11 device evaluation: intuitive surgical, inc. (Isi) received the force bipolar instrument for failure analysis evaluation. The instrument was tested on an in-house system, showing 9 remaining uses, and passed both the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions including opening and closing the grips. The instrument also passed the continuity test and was found to be fully functional with no physical damage. There was no problem or product issue that was identified.

Event description:
Refer to h11 for follow-up information.